Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had insulin flow blocked alarm during bolus. It was reported that the reservoir was not empty. The customer's blood glucose level was reported to be 98mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked or excessive no delivery alarms were noted. The pump was programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.